Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin, and the insulin gauge decreased to 0 units. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded successfully to resolve the issue.